Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were incompatible within the server, a technical support specialist (tss) reviewed the pyxis es version compatibility and confirmed that the admit update message type was not supported in pyxis es version 1.6. The tss identified that native support for this message type was introduced starting from pyxis es version 1.7. The tss consulted with the interface engineering support team, who confirmed the feasibility of implementing a workaround to convert incoming admit update messages into admit information messages. The tss advised that, in version 1.6, patient demographic updates were expected to be processed through admit information messages only and offered to coordinate the workaround implementation upon customer approval. Based on customer direction, the case was moved to the interface engineering support team queue to proceed with creation of the conversion process, and the case was subsequently closed. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patient¿s name was updated in meditech, but the change did not reflect on the medstation; the interface engineers identified an a31 message, but the system was not configured to accept it, and clarification was needed on whether pyxis could accept the update as an a08 or required a31 processing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.